Manufacturer narrative:
Correction made to d4: lot #: se24ha6 (previously submitted as se24hag) correction made to d4: expiration date: 08/31/2026 (previously submitted as ni) correction made to d4: unique identifier (UDI) #: (01)07707141317983(10)se24ha6(17)260831 (previously submitted as ni) correction made to h4: device manufacture date: 08/08/2024 (previously submitted as ni) additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of three (3) minicaps were outside the cap. This occurred before use of the devices for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.